Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that review of the long term electrocardiogram revealed that the pulse generator exhibited atrial undersensing. No intervention was reported. The patient was in good condition.